Event description:
It was reported that the right ventricular (rv) lead triggered an alert on this implantable cardioverter defibrillator (ICD), for a high out or range shock lead impedance (sli). The sli measured at about 127 ohms. Technical services discussed to consider bringing the patient in to perform isometrics and pocket manipulations while testing sample impedances. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.